Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold smp 1.19information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was in a lot of pain and more active now. The patient reported that she had bariatric surgery (unrelated to the device and therapy) in (B)(6) 2016 which allowed her to be more active and therefore the pain symptoms returned. The patient reported that she had been managing her pain on her own. The patient reported that in (B)(6) 2017 noted upper back pain returning after she found she was getting more active and lifting weight again. The patient reported that she wanted to use her ins address this pain but her programmer and recharger were lost. Additional information was received from the patient on 2020-dec-22. In 2017, the patient had a return of symptoms and had a physician mode recharge attempt which was unsuccessful. They were told that the implantable neurostimulator would have to be replaced. At that point in their life, they didn't want to have another surgery. Since then, they have not really had the need for the stimulator anymore, so they decided to just leave it implanted and not use/charge it anymore.